Event description:
The customer observed false nonreactive alinity I anti-hcv results on a 63yrs old male dialysis patient. The results provided were: sid (B)(6) initial=0.96 s/co (< 1.00 s/co=nonreactive) /repeated =0.91 s/co repeated on autobio platform= 1.20 s/co (positive) on chemclin=3.54 s/co (positive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return specimen testing and in-house reagent testing and alinity I anti-hcv reagent lot number 78578be01. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 78578be01. The returned sample (sid (B)(6)) was tested, and the result was non-reactive. The supplemental testing was performed with mikrogen recomline hcv igg. The interpretation is borderline. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lots generates the expected results. Testing included three replicates of positive control and one commercially available seroconversion panel (zeptometrix hcv seroconversion panel (B)(6)). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix since the assays are equivalent. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hcv reagent lot number 78578be01.

Manufacturer narrative:
This report is being filed on an international product, list number 8p06-74 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 63yrs old male patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on a 63yrs old male dialysis patient. The results provided were: sid (B)(6) initial=0.96 s/co (< 1.00 s/co=nonreactive) /repeated =0.91 s/co, repeated on autobio platform= 1.20, s/co (positive) on chemclin=3.54 s/co (positive), there was no reported impact to patient management.

Manufacturer narrative:
This follow up submission send to correct section d9: date returned to MFR: to none(no date) from 11/17/2025 (incorrect date).